Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
A generator was prophylactically replaced and the explanted generator was returned. Per product analysis review, the m1000 was affected by a current leakage on the pcb, causing a premature battery depletion. Product analysis was completed on the returned generator. The comprehensive automated pcba electrical evaluation results found that the supply current; test measurements demonstrate an increased current consumption for the pulse generator. The capacitors suspected increase in leakage resulted in an increased current consumption that was outside of functional specifications in both standby and operation modes. The observed premature battery life indicator was most likely caused by the increased current consumption. The cause for the increase in leakage current was not determined during analysis. No further relevant information has been received to date.

Manufacturer narrative:
H6: corrected investigation findings, initial report: inadvertently left out c0201 coding.